Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. A 24x2.50mm promus premier drug-eluting stent was advanced however, the device was twined with the guide wire and it could not be advanced due to calcification and tortuosity in the distal end of the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 2.50 x 24 mm stent delivery system was returned for analysis with the product mandrel inserted in the wire lumen and the stent covered by stent protector. They were both removed distally without issue. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded onto a 0.0140 inch test guidewire without issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left anterior descending artery. A 24x2.50mm promus premier drug-eluting stent was advanced however, the device was twined with the guide wire and it could not be advanced due to calcification and tortuosity in the distal end of the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.